Event description:
Caller reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin administration. Reportedly, the customer was using the cartridge for over 72 hours. Tandem technical support informed the customer of correct cartridge usage.